Manufacturer narrative:
Method: label review and risk assessment performed. Complaint history review could not be performed as a lot number for the device was not provided. Visual, dimensional, functional and materials analysis could not be performed as the device remains implanted in patient. The tulip (pin) from the plate was confirmed via x-ray to have fractured. It was reported that the patient is wheelchair bound and complained of clicking sensations and loud noises in (B)(6) 2018. No plans on revision. Manufacturing files were not reviewed because no lot number for the device was provided. Patient did not fuse, so the probable root cause is patient delayed healing (non-fusion). From the surgical technique: while the expected life of spinal implant components is difficult to estimate, it is finite. The surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. These implants are temporary internal fixation devices designed to stabilize the operative site during the normal healing process. After healing occurs, these devices serve no functional purpose and can be removed. Remains implanted.

Event description:
The customer reported that the plate broke one year after implantation. The patient is asymptomatic.

Event description:
The customer reported that the plate broke one year after implantation. The patient is asymptomatic.